Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: "r-unit (charged coupled device) has a kink and therefore the parts are not dis-/reassemble" a definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions "it has dark spots on the lens" and "the r-unit has a kink and therefore the parts are not dis-/reassemble" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had dark spots on the lens. There were no reports of patient harm.